Manufacturer narrative:
The tech found the right side rail latch pin is rusty most likely caused by contamination. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that your perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake, replace or adjust when necessary. Check the tires for cuts, wear, tread life, etc. A search for the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the right side rail latch pin to resolve the issue. Based on this info, no further action is required.

Event description:
The tech reported the right side rail will not latch. The bed was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint # (B)(4).